Manufacturer narrative:
Additional information : the lot was manufactured between july 11, 2018 - july 12, 2018. The actual devices were not available; therefore, a device analysis could not be completed for the actual samples. However, five (5) companion samples were received for evaluation. Unaided visual inspection did not identify any abnormalities that could have contributed to the reported condition for the 5 companion samples. Functional testing was performed on one (1) random sample and no leak was observed. The reported condition was not verified on the companion samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A nonconformance was identified for fluid pass contamination during manufacturing; lots were sorted and impacted units scrapped. Should additional relevant information become available, a supplemental report will submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an unspecified quantity of 250 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags leaked. There was no patient involvement. No additional information is available.